Manufacturer narrative:
The reported event was ¿the lead appeared to have an insulation defect; however, it is likely the insulation transition point¿. A complete lead was returned for analysis. Final analysis found no anomalies at the transitional region and the entire lead. No indication of conductor fractures or internal shorts were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient's body, the right ventricular (rv) lead exhibited insulation defect which was confirmed visually by the physician. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.